Manufacturer narrative:
A spacelabs field service engineer went on site and tested the xhibit central station. When he arrived on site, the unit was working correctly. The device and all connected cables were inspected and the field service engineer could not find any faults. Cause of failure could not be determined as the reported failure could not be verified and no issues were found with the unit.

Event description:
The customer reported that while monitoring patients, a white box appeared in the middle of the display and the user was unable to navigate away from it. When they interacted with the unit, the device restarted. There was no patient or user harm associated with this event.